Event description:
The customer reported that the inner cannula broke off where it fits onto the tracheostomy tube. It was also reported that the patient is constantly playing with his tube and often pulls other tubes out.